Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet issued recurrent error 38 alerts indicating consecutive stalled insulin motor events, with the pump becoming noisy during priming and only operating when battery charge was approximately 30¿40 percent or higher; the user performed restarts and a factory reset without resolving the malfunction, initiated backup therapy per instruction, and continued cgm monitoring. Symptoms included no reported adverse clinical effects and blood glucose remained within range. Outcomes included temporary interruption of automated insulin delivery and use of alternative therapy until a replacement device was provided. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.